Manufacturer narrative:
H6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were provided and reviewed. Screenshots confirmed the entire tibia bone generated a mesh, including the shaft and articulating surface. The tibia appeared to have sufficient collection points (green dots). A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the reported issue is a known software bug associated with the mesh generation. A bug has been identified for this issue and it will be further investigated by the software engineering team.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cori tka procedure the whole tibia model popped up when the surgeon started mapping the tibia. It is unknown how was the procedure completed.